Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if the shocking sensation resolved and if not what other actions were taken or were planned to resolve it, the patient reported that they changed to program 2. The patient then noted that they were presently at .2. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device is not working as good as it was and his urgency has increased. On the call, the patient increased stim from 0.9 to 1.2 on program 1. The patient feels comfortable stim. Patient services reviewed option of changing programs if needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. It was reported that on (B)(6) 2020 the patient felt a shocking sensation and spasms. The patient said they decreased stimulation to 0.9 and the shocking went away. The patient said since decreasing stimulation the constant urge to pee has gone away. The patient said when the do get the urge to pee its extremely bad and they end up leaking within 2 minutes. The patient changed from 0.9 on p1 to 0.1 on p2 and feels comfortable stimulation. The patient confirmed no falls or trauma to cause shocking. Patient services redirected patient to follow up with their healthcare professional if shocking is an issue again. No further complications were reported.